Event description:
It was reported the adenoid blade broke. It may have been due to scrub tech cleaning. There were no patient consequences. Second of 3 events; see 3007069406-2012-00430 and 3007069406-2012-00432.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the returned device revealed of the adenoid tip revealed the electrode wire was broken and the clear housing had slight melt back. The location of the electrode were brake was at the corner of the housing. Excessive cleaning during use contributed to the wire breakage. Review of the lot history revealed no anomalies. End of report.